Event description:
Boston scientific received information that this pacemaker detected low out of range pacing impedances on a competitor¿s right ventricular (rv) lead. Oversensed noise was also noted within stored episodes. Attempts to recreate were unsuccessful upon pocket manipulation and isometrics. A lead revision procedure was performed and noise was again noted on rv lead and competitor¿s right atrial (ra) lead. However, when the leads were tested on the pacing system analyzer (psa) all measurements were within normal range. They were also within normal range after reconnecting the leads to the device. The following day however the noise returned on both leads. The physician suspected a lead issue near the mid-to-distal portion of the lead however this could not be confirmed via x-ray. Additionally, the physician expressed concerns regarding shorter than expected longevity. A copy of the device¿s memory was preserved and submitted for analysis. The device was reprogrammed and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional details were received confirmed a revision procedure was performed and the competitive rv lead was removed from service and replaced. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
(B)(4). Boston scientific received information that this system had generated another red alert for out of range rv pacing impedance measurements which had triggered the lead safety switch (lss). Additionally, noise and oversensing was observed but no pacing inhibition was noted as the system had previously been reprogrammed to aair 60 ppm. The patient , who has sick sinus syndrome (sss), and parkinson¿s disease is nearing the end of his life and the plan is to most likely not take any action. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). Extensive analysis by systems engineering determined that this is normal behavior likely caused by the various programming sessions initiated and changes made during the session. When a new session is started the programmer starts with the measured average power that doesn't reflect any upcoming programming changes. Within a session any programming changes are reflected in the longevity estimate that is displayed. The report matches the programmer screen at the time of the save-to-disk because they both reflect any programming change that just occurred in the current session (e.g. Aai to dddr). The longevity calculator and data disk match because they are using the same data to estimate longevity. The longevity calculator shows that calculated device power consumption and the device reported average power are approx. 40uw which equates to an expected device lifespan of 7.5 years. The device has been implanted for 1.2 years so longevity remaining should have been approx. 6.3 years. However, this device recorded a temporary increase in power consumption on both (B)(4) 2013 that would have impacted the longevity remaining for some time. Average power consumption increased from 39 uw to 48 uw over 3 days around nov 1 and there is a recovery voltage flagged (no battery voltage measurement for 3 days). Disk data also indicates that this device was programmed multiple times (including brady mode and pacing outputs) on both (B)(4) 2013. This increased power from programmer sessions would have caused the lesser than expected longevity to be displayed.

Manufacturer narrative:
A copy of the device's memory was provided for analysis. This report will be updated upon completion of analysis.

Event description:
--